Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt less relief and was charging more frequently- their battery was draining. The patient fell on (B)(6) 2019 and these changes started to show up shortly thereafter. The representative planned on meeting with the patient on (B)(6) 2019 to check impedances and look at recharge logs. No further complications reported.